Manufacturer narrative:
The service rep replaced the power supply. The system operates as intended.

Event description:
The customer reported problems with the vertical column lift. Another system had to be brought in to complete the case. No patient injury.